Manufacturer narrative:
A2: date of birth: requested, not provided. A3b: gender: n/a. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band balloon lost air almost immediately after inflation. The band was replaced with a new band and patent hemostasis was achieved. There was no hematoma. Upon further investigation after the patient was cared for the tech attempted to inflate the defective band at the back table and it failed two times. On the 3rd attempt it held air. The estimated blood loss was less than 250cc. There was no patient injury and/or require medical or surgical intervention. Additional information was received on 15apr2024: there was no noticeable damage to the device. The tech manipulated and tested the device after the patient was cared for and moved from the procedure table to be taken to recovery. No patient involvement during the subsequent device manipulation and testing.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One tr band, inflator and packaging were returned to terumo medical corporation for assessment. The sample was subject to visual analysis. There is no damage or deformities noted on the band or inflator. There is 10ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No leaks were observed from the balloon assembly or check valve. The sample was subject to additional leak testing. Approximately 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours the air was removed from the band and 12ml of air was left in the balloon assembly. The sample failed manual leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. The operations quality engineer was notified about this issue and a nonconformance (nc) was initiated. The nonconformance (nc) will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).